Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit had a damaged lcd. The customer states that the display could not be read. The display was unclear, inconsistent and illegible.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/24/2017.

Event description:
The customer reported the enteral feeding pump had a damaged lcd. The customer states that the display could not be read. The display was unclear, inconsistent and illegible.